Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The rivet of the applier fell off and fell inside the patient's body. Additional information indicates that the rivet was not removed and it is being detected by x-ray. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The DHR for the article (B)(6) with lot no. P1444310 by the supplier shows that the right material and components were used and that the instrument meets all specifications. All working steps are documented. Root cause is unknown as sample was not received for investigation. No corrective action taken in manufacturing. As a preventive action, a stronger rivet is used at the jaw since (B)(6) 2015 to prevent breakages. Therefore, complaint could not be confirmed.

Event description:
The rivet of the applier fell off and fell inside the patient's body. Additional information indicates that the rivet was not removed and it is being detected by x-ray. The patient's condition was reported as unknown.